Event description:
It was reported that when npwt was started utilizing a pico, an air leakage occurred. The dressing was not compressed when the softport was pressed with hands and the device did not alarmed.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see below the results of our investigation. Investigation summary: we have now completed our investigation into the reported complaint. As of today, no product return for this complaint has become available preventing a more thorough investigation. If the product becomes available in the future, this case will be reopened. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. Potential causes for failure to maintain vacuum and increased noise (pump activity) are: dressing not applied properly, without creases and fixation strips. Filter/port not adhered to dressing correctly. Connector not correctly fastened and secured to the pump. Tubing trapped, folded over/kinked causing a blockage. Dressing integrity has been compromised. The pump monitors the level of air leaks into the dressing. If there is an air leak anywhere in the dressing, the pump will make several attempts to regain negative pressure (vacuum) over a period of time (this could result in a louder and more regular than normal buzzing whilst ok light is still flashing).after a period of time if it deems that the leak is too high (i.e. It will have to work too hard to maintain the vacuum), it pauses therapy and indicates the leak to the user so that it can be rectified. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.